Event description:
A literature article by li ling, et al., ¿evaluation of the analytical and clinical performance of a new high-sensitivity cardiac troponin I assay: hs-ctni (clia) assay¿, clinical chemistry and laboratory medicine ((B)(6) 2023), documented false positive architect stat high sensitive troponin-I results for 2 patient samples. The article noted false positive architect stat high sensitive troponin-I results generated for 2 patient samples during the interference study which included specimens with high probability of interference including ana (antinuclear antibodies), rf (rheumatoid factors) positive, samples from patients with systemic lupus erythematosus and renal dialysis. The article did not provide any specific results. Patients with architect stat high sensitive troponin-I value above sex-specific 99th percentile urls (upper reference limits) were regarded as positive (>34.2 ng/l for male or >15.6 ng/l for female). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect stat high sensitive troponin-I results included a review of data and information from the article ¿evaluation of the analytical and clinical performance of a new high-sensitivity cardiac troponin I assay: hs-ctni (clia) assay¿, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided in the article were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with list number 03p25 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. All in-date lots with at least 10,000 patient results show that all median values are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. The limitations of the procedure section of the package insert documents scenarios where interference can cause elevated or anomalous results. Based on this investigation, no systemic issue or deficiency was identified with the architect stat high sensitive troponin-I, reagent lot unknown.

Event description:
A literature article by li ling, et al., ¿evaluation of the analytical and clinical performance of a new high-sensitivity cardiac troponin I assay: hs-ctni (clia) assay¿, clinical chemistry and laboratory medicine ((B)(6) 2023), documented false positive architect stat high sensitive troponin-I results for 2 patient samples. The article noted false positive architect stat high sensitive troponin-I results generated for 2 patient samples during the interference study which included specimens with high probability of interference including ana (antinuclear antibodies), rf (rheumatoid factors) positive, samples from patients with systemic lupus erythematosus and renal dialysis. The article did not provide any specific results. Patients with architect stat high sensitive troponin-I value above sex-specific 99th percentile urls (upper reference limits) were regarded as positive (>34.2 ng/l for male or >15.6 ng/l for female). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-74, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.